Event description:
Reportedly, there was a staple formation issue which resulted in the use of another device and the removal of the first staple line. Reportedly, there was an additional 1 and 2 cm of tissue to excise. Procedure: colon resection.